Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient (B)(6) underwent cardiac ablation procedure for premature ventricular contraction (pvc) with thermocool smart touch sf bi-directional navigation catheter and suffered coronary artery dissection requiring surgical intervention and gastro intestinal bleed (gi) resulting in death. The case was a difficult case and ablation was performed on both the right and left side. Ultimately mapping revealed that the pvc was likely epicardial and coming from the left ventricular (lv) base. There were no error messages or product malfunctions noted during the case. There was no indication for myocardial infarction or st segment changes during the case. The case was concluded after it was determined that an epicardial approach was likely necessary. The patient was sent to the recovery area. In recovery, the patient was noted to have chest pain and was discovered to have a st elevations and myocardial infarction. The patient had an angiogram which demonstrated a dissection in the left anterior descending artery (lad). A stent was placed in this area. The patient was hospitalized and on august 17th, suffered a gi bleed which ultimately resulted in the patient¿s outcome of death. The bwi representatives were only made aware of this event after discussion with the physician weeks later, hence the later reporting. The case had completed, and a myocardial infarction was noticed from a left anterior descending artery (lad) mid-dissection. Since this event resulted in death, it is MDR-reportable.